Manufacturer narrative:
A photo was returned showing the 14687-15 primary plum set in a bag. No damages or anomalies noted. The tubing was marked but there was no sign of fluid outside of the fluid path or tubing damage. No samples were returned for investigation. The reported complaint of leakage was unable to be confirmed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 11352733 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. However, a photo was provided and the investigation is still pending.

Event description:
The event involved a plum set where a damage and leakage was observed in the infusion tubing. A crack on tubing was also noted. There was unknown patient involvement but there was no patient harm in the event.